Event description:
Information was received indicating that the pouch of the cassette on the smiths medical cadd cassette reservoir broke off during preparation. There was no patient involved in this event. No adverse effects were reported.